Event description:
As reported, the female patient had an initial right tha on (B)(6) 2018. On (B)(6) 2018, about 19 months after the index surgery, the patient presented with severe pain secondary to aseptic loosening of femoral and acetabular implants. The patient was revised on (B)(6)2019.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups, 5329055, 160-00-14 - pf stem tapered plasma sz 14, 4461708, 180-65-30 - alteon 6.5mm screw, 30mm, 5258668, 186-01-54 - integrip cc, cluster 54mm, g2, 4951470, 188-00-08 - wedge plasma s/o sz 8, 5159713, correction/removal number: z-1732-2022.

Manufacturer narrative:
H11. Updated/additional information ¿ d8. G1. G2. G4. H6. The revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.